Manufacturer narrative:
H10: multiple attempts have been made on 21dec2023, 28dec2023, and 04jan2024 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60, indicating that there was a patient disconnect alarm. It was reported there was no patient involvement at the time the issue was discovered. The customer had initially called in to report a separate issue but later in the call, the issue of a patient disconnect alarm had occurred. The issue of the patient disconnect alarm had occurred after the customer reset the pin to resolve the issue of a pressure sensor autozero failure. The unit was then powered into diagnostic mode and a pressure test was performed. The average proximal and machine pressure read 1.4 while the certifier read zero. An air flow testing was also performed at 140 and the average air standard liters per minute (slpm) read 139 but the analyzer was reading zero. The remote service engineer (rse) then advised the customer to try a different certifier or remove the data acquisition (da) printed circuit board assembly (pcba) to inspect and potentially replace to address the issue.